Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a severely tortuous and a severely calcified right coronary artery (rca). A 3.00x16mm promus element ¿ drug-eluting stent was used to treat the lesion but the stent was unable to cross the lesion. When the physician removed the device, it was noticed that the stent strut structure was deformed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).